Event description:
It was reported during a laparoscopic cholecystectomy the clips did not work well. The clips kept falling off. A new er320 was opened to finish the case. There was no consequence to the pt.

Manufacturer narrative:
Based upon the inquiry info received and the visual and functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired and it fired and formed the remaining clips as designed. There were no anomalies with the formation of the clips.